Manufacturer narrative:
(B)(4): the test strip has passed testing with no faults found. The reported issue could not be reproduced. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) (B)(4) alleging some onetouch verio test strips were defective. The complaint was classified based on additional information obtained by a customer service representative (csr) during a follow-up call. The patient claimed the alleged issue began approximately at the end of (B)(6) 2012, exact date/time is not known. The patient claimed that some test strips' confirmation window appear to have a whitish space on the edges of the black window. The patient reported that he tests 3,4 times per day and manages his diabetes with humulin insulin, fixed dose of 35 units in the morning and humalog insulin based on a sliding scale in the morning and in the evening. The patient reported that as a precaution, he decreased his evening humalog dose to 5 units (as opposed to his usual 10u) in response to the alleged issue. The patient denied developing any symptoms for this particular issue since not all test strips were affected and he was able to continue testing with a new strip. No form of medical intervention was received due to the alleged issue. The issue remained unresolved and replacement test strips were sent to the patient. Based on the information provided, there is no indication that the reported issue caused or contributed to a serious injury. The patient did not develop symptoms suggestive of severe hypoglycemia or hyperglycemia, nor receive medical intervention for either of these conditions. However, this complaint is being reported because the alleged product issue remained unresolved.